Event description:
It was reported that the user experienced high blood glucose while using the ilet and was advised by their endocrinologist to perform a factory reset; customer care assisted with the reset and confirmed connection to the ilet mobile app. Symptoms included hyperglycemia with a reported maximum blood glucose of 249 mg/dl lasting about one hour, without ketone testing, back-up therapy, professional medical intervention, or other assistance. Outcomes included no immediate health effects and no hospitalization. Investigation included complaint review and user troubleshooting with device reset and app reconnection. Investigation of this case revealed no device malfunction could be confirmed and the cause of the hyperglycemia was unclear. It was concluded that the event was not related to a confirmed device failure, and user education and troubleshooting were completed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.